Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 march 2024, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. Patient had severe annular calcification with a calcium score of 2477. Patient presented sinus rhythm. Native valve dimensions were perimeter: 72mm, area: 400mm squared. Pre-dilatation was performed with a 20mm non-abbott balloon (balloon annular valvuloplasty (bav)) with rapid pacing at 180 beats per minute (bpm). During the bav, the patient developed left bundle branch block (lbbb). The flexnav was advanced over the non-abbott guidewire. At 80% deployment, the valve appeared slightly constrained in the non-coronary cusp. Upon waiting a few minutes the valve stent struts uniformly expanded in all coronary cusps. It was thought this initial under expansion was due to anatomy. The valve was deployed at 3mm depth on both the left and non-coronary cusps. During deployment, the nose cone was not centralized causing the nose cone to catch on the valve which caused the valve to shift on the non-coronary cusp (ncc) side. Implant depth was 0 to -1mm on the ncc side. There was no difficulty in deploying and no tension in the delivery system during deployment. The migrated valve did not obstruct coronary arteries. There was no attempt to snare the valve. A second 25mm navitor valve was then implanted valve in valve utilizing a replacement small flexnav valve in valve with a good final implant depth of 5mm on non-coronary cusp and 3mm on left coronary cusp. Sufficient calcium was present for sealing. Mild aortic regurgitation was present due to a trace/mild perivalvular leak (pvl). There was no issues with expansion of the valve. After deployment of the second valve, the patient went into complete heart block. No intervention was performed for the pvl. The patient left the operating room with a temporary pacemaker. Later the same day, a permanent pacemaker was implanted. The patient had a history of myasthenia but not heart failure, diabetes or pulmonary hypertension. No history of conduction disturbances. The patient was reported to be stable.

Manufacturer narrative:
An event of paravalvular leak, off-label use, aortic regurgitation, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a history of this type of heart block, the patient has some sinotubular junction calcium and evenly distributed annular calcium, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the valve was selected for a valve-in-valve procedure, mild aortic regurgitation was present due to a trace/mild pvl, the patient had left bundle branch block after pre dilation followed by heart block during the second valve implant, and the patient went into complete heart block after deployment of the valve. Based on all available information, a cause for the reported pvl could not be conclusively determined. It is possible that the valve-in-valve configuration contributed to this event. However, this cannot be confirmed. The reported aortic regurgitation is a cascading event of the pvl. A cause for the reported heart block could not be conclusively determined. It is possible that anatomical interaction with the valve contributed to this event. However, this cannot be confirmed. The reported off-label use is related to the decision to use the valve for a valve-in-valve procedure. Please note per the instructions for use (IFU), "the safety, effectiveness, and durability of a navitor/navitor titan valve implanted within a surgical or transcatheter bioprosthesis have not been demonstrated." Information from the field indicated the valve was used in a valve-in-valve procedure. However, the decision to use the valve in a valve-in-valve procedure does not appear to have caused or contributed to any issues. Therefore, a letter will not be sent to the account.